Event description:
It was reported that a vns patient experienced a shocking sensation and was scheduled for surgery to remove the device. The patient's generator was unable to interrogate, suspected due to end-of-service in (B)(6) 2015. The generator and part of the lead were removed. The company representative who was present for part of the case attempted to interrogate the generator but was unsuccessful. The patient's device was previously reported as disabled, however based on the events reported since, the device appears to have been turned on since (B)(6) 2009. The explanted devices have not been received for analysis to-date. No additional information has been received to-date.

Event description:
It was reported that the explanted devices were discarded after the surgery and are not available for return.